Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed air in line testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No previous repairs noted in the last 12 months. Review of event log found air in line alarm. Visual inspection found the downstream occlusion (dso) seal was delaminated and was replaced. Confirmed the complaint by performing air detector test. The device was repaired by replacing air detector and dso seal. Probable cause was a non-functional air detector. Device passed all validation tests post repair.